Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the 0-7 contacts were turned up to 10.5 volts and no paresthesia was felt. The ins and lead were replaced. There were no known environmental factors that may have led to the issue. An impedance check showed the 0-7 values varied from 1,000-1,800. The patient was unable to get paresthesia using the 0-7 contacts. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The implantable neurostimulator (ins) was discarded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the device had been returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was assumed that the cause of the inability to feel par esthesia was high impedances. I twas noted that the patient had a significant amount of adipose surrounding the lead site. No further complications are anticipated.